Event description:
Boston scientific received information that this device detected a high shock impedance measurement of greater than 125 ohms on the right ventricular lead, the physician will continue to monitor the device and no remedial action will be taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that another alert was received via the remote home monitoring system which indicated another high out of range shock impedance measurement. Review of the measurements revealed that impedance was at 127 ohms. Boston scientific technical services (ts) was consulted and discussed that higher impedance measurements can be seen with single coil leads. The defibrillator and right ventricular (rv) lead remained in service. Approximately two and a half years later the defibrillator and a portion of the rv lead were returned following the patient's death. The patient's cause of death was noted to be reneal failure, pulmonary artery disease and cardiac arrest. There were no allegations against the device relating to the patient's death.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.